Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Stratafix needle came off during vaginal vault closure (normal use). Returning unused boxes of lot# 2 opened (21 eaches). Needle that came off suture was accidently discarded by scrub tech, just sterile samples of same lot # being returned. Was surgery delayed due to the reported event? No, was hysterectomy successfully completed? Yes, this would indicate needle came off while suturing - closure of vaginal cuff/valut. So during use on patient. How many devices demonstrated the alleged deficiency? In this instance just 1. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy in (B)(6) 2025 and barbed suture was used. The needle came/pop off the strand during vaginal vault closure (normal use). The needle that came off suture was accidently discarded by scrub tech, just sterile samples of same lot # being returned. There were no adverse patient consequences and the procedure was successfully completed without delay. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that two opened boxes with a total of twenty (20) unopened samples that pertains to product code sxpp1b455 were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened and the swage and attachment area were noted to be as expected in all needles. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The device performed without any defect noted. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.